Event description:
Treatment of an aneurysm with coils and pipeline. It was reported that the physician felt substantial resistance while trying to insert a 5 french reflex catheter and a stryker sl-10 microcatheter into a nami tri-adaptor rotating hemostatic valve (rhv). The physician decided to remove the reflex catheter and noticed white flakes floating around in the rhv so he discarded the reflex. No injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).